Event description:
Cautery in use (up against lip, no pressure placed) during tonsillectomy and adenoidectomy. Smoke seen at corner of mouth. Cauterizing stopped immediately. Superficial burn to right corner of mouth. Treated with antibiotic ointment. Following incident, cautery insulation found melted with metal showing. Generator unit was a valleylab force two. Power settings: 40 coagulation.